Manufacturer narrative:
At this time, the product has not been returned. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Subsequently, the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received from the field representative indicates the physician believes the cause of the variable out-of-range shock impedance was a proximal coil fracture in the right ventricular (rv) lead. Additionally, a "tug test" at the revision procedure confirmed the lead was fully inserted into the device header. This device was explanted and returned for analysis. No additional adverse patient effects were reported.